Manufacturer narrative:
Concomitant medical products: d334trg crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected brief intermittent right atrial (ra) lead undersensing during an episode. The lead remains in use. No patient complications have been reported as a result of this event.